Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) was dispatched to evaluate this unit and confirmed per the diagnostic logs that a gas loss message had occurred. However, when the fse attached a catheter and extender to perform functional checks, he was unable to reproduce the reported issue. The iabp passed all functional, electrical and safety checks, and the iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) had a "gas loss " error. There was no patient harmand no adverse event was reported.